Event description:
It was reported that about 10 years prior to report "the wires got messed up and had gotten body fluid under the leads and they had to be replaced."

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0107979v, implanted: 2001-(B)(6), explanted: 2005-(B)(6), product type lead, product ID 3487a-33, lot# j0107979v, implanted: 2001-(B)(6), explanted: 2005-(B)(6), product type lead. Product ID 7495-25. Serial# (B)(4), implanted: 2001-(B)(6), explanted: 2005-(B)(6), product type extension. Product ID 7495-25. Serial# (B)(4), implanted: 2001-(B)(6), explanted: 2005-(B)(6), product type extension. Product ID 3487a-33, lot# j0107979v, implanted: 2001-(B)(6), explanted: 2005-(B)(6), product type lead. (B)(4).